Manufacturer narrative:
(B)(4). Further information has not been provided as to the product lot and product return is not expected. It is currently unknown as to any further treatment that was given to the patient or patient outcome in response to the conditions discovered other than requiring a revisit to the doctor, so it is unknown if the sutures were removed. Additional information has been requested of the account but not yet received. Should additional information be provided, the report will be updated.

Event description:
According to the reporter; the patient had a stage of breast reconstruction on (B)(6) 2016. Wounds were closed using 3-0 biosyn on a p-12 needle. The patient called the doctors office with concerns that one of the incisions was coming open. Pt was seen by surgeon who noted that the sutures in a portion of the wound had come untied.